Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-01050. It was reported that the atrial and ventricular leads exhibited noise during early hours of the morning, correlates to time the patient described at which they shower. Ventricular lead noise was stored as hvr episode. The leads were reprogrammed. The patient condition was stable.